Event description:
During tympanoplasty surgery, the bur broke. The broken portion of the bur was easily removed without the use of add'l equipment or procedure and the surgery proceeded as intended, without any significant delay. There was no adverse pt consequences or sequela reported.

Manufacturer narrative:
No medwatch form was rec'd from the rptr. Any missing or incomplete data on this form 3500a is the result of info not being provided or released by the rptr, despite multiple attempts to obtain the required info. Records of these attempts are documented in the complaint file. As a result of this, the following sections could not be completed or determined: this product was being used for treatment, not diagnosis. The pt is reported to be in good condition with no complications or sequela as a result of this event. A product analysis could not be performed as the broken bur was disposed of by the user facility, and there is no remaining inventory of the reported lot number at medtronic. The user facility stated the approximate size of the portion of the bur that required retrieval was .7mm and that no unretrieved fragments of the bur were left in the pt. IFU statements include, but are not limited to: should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the pt. Unremoved bur fragments may cause tissue damage to the pt. This is the first report of this type on this bur lot. While it is not common for a powered bur to break, our data shows that on rare occasion, a serious injury (si) or surgical intervention has occurred due to a break resulting in a device fragment. Most bur fragments are easily removed from the pt without add'l intervention or direct harm and allow the surgical procedure to proceed as intended. The FDA guidance declares that if a malfunction has caused a death or si even once, then it means it is "likely" to recur. Given this guidance and our experience with bur breaks, any bur break resulting in a device fragment is submitted as a reportable malfunction.